Manufacturer narrative:
The device cannot be returned as the customer stated that the device was disposed of by the clinic. Thus, a proper device analysis could not be completed, nor the reported issue confirmed. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. It was stated by the customer that there was no damage noted to the device during preparation for use. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Additionally, it was stated by the customer that they are using a "b" cartridge. Our lenses are intended to be used with zeiss specific accessory support devices. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting the device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The doctor attempted to implant CT lucia 602 +13.5d. It was reported that the lens was defective as both haptics broke. This iol was explanted and replaced with a backup zeiss lens during the same day without complication.